Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ;defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient family had requested the vns to be disabled because since implant she has had a decrease in alertness, mood, activity, etc. Additionally the patient has been coughing and aspirating a lot. The physician did not think that the patient decreased mood/activity level was related to vns but is trying to determine if the aspiration and coughing is related to the vns. It was noted that they had the magnet taped over the chest to disable the device, but the programmer showed that the patient was getting about 150-175 magnet activations per day, thus they were likely accidentally swiping the magnet. When company representative asked the nurses when they noticed the patient coughing and aspirating, the nurses explained it was when she was eating, drinking, or when giving medication with applesauce. The company representative correlated the time frames with magnet swipes and they were often at the same time. The patient nursing home reported that since the vns was turned off, the patient¿s coughing and aspirating has resolved and the patients alertness, and mood has improved dramatically. Information was received from the physician noting that the doctor never witnessed any decreased alertness/mood when in office. When asked the cause of the coughing and aspiration, the physician noted that the patient had covid several times and the patient sisters sent a written letter to the doctors office with concerns about the vns and request for disablement. No further relevant information has been received to date.